Manufacturer narrative:
A review of the mfg paperwork is being conducted.

Event description:
This pt rec'd a gore excluder aaa endoprosthesis sometime in 2006. In 2007, all devices were explanted due to infection. Further info is pending investigation.